Event description:
It was reported by the sales rep in estonia that during an unknown procedure on (B)(6) 2021, the surgeon had big troubles getting modular driver, 23mm device out of the screw after implantation. During in-house engineering evaluation, it was determined that the distal tip on the device was bent. According to the report, the surgeon used extra force to get the driver out and complete procedure with a surgical delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that modulr drivr,23mm,small size milagro was bent on the distal tip. A dimensional inspection was unable to be performed due to post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and/or excessive forces. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the modulr drivr,23mm,small size milagro would contribute to the complained device issue. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.